Event description:
It was reported that the ilet device was dropped prior to training, resulting in a broken or cracked screen, and a replacement device was provided with plans for the original to be returned. Symptoms included no reported adverse health effects. Outcomes included no alerts or alarms and no impact to patient health. Investigation included troubleshooting and education conducted by support personnel and coordination of device replacement logistics. Investigation of this case revealed damage to the device screen consistent with accidental physical impact, with no indication of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device design or manufacturing.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.